Event description:
Fluid leaking from filter connection to tubing. This is our 5th leaking tubing in about 3 months. We have noted that it is leaking during the 18th - 22nd hour of a 24 - hr infusion of doxorubicin, etoposide, and vincristine for at least 4 of the 5 events.